Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed multiple user advisories (ua). No adverse patient sequelae was reported. Additional information provided by customer on (B)(6) 2013: this event occurred on (B)(6) 2013 during active operation on a cardiac arrest patient. The autopulse platform displayed multiple user advisories (ua). However, customer did not specify which advisories were displayed. The crew was able to clear all of the user advisories and continue operation of the platform. They did not experience any rebooting errors. In addition, manual CPR was only performed during the first minute or so before deployment of the platform. Customer is unsure of outcome of patient. Customer also reported that upon investigation of the platform at their headquarters, it was found that the platform had a sticky shaft and/or clutch problem.

Manufacturer narrative:
Investigation results for returned platform as follows: visual inspection was performed and confirmed the head restraint wire had been broken/cut. No other damages were observed. A definitive cause for the damage could not be confirmed. Functional testing was performed and the platform met functional test requirements; testing could not reproduce any user advisory faults. The platform was run for 15 minutes with a test manikin and 10 additional minutes with a large resuscitation test fixture and no problems were noted. A review of the archive was performed and could not confirm any user advisory faults occurring on the reported event date of (B)(6) 2013. However, a user advisory 18 fault (max take-up revolutions exceeded) was found to have occurred on (B)(6) 2013 as well as multiple user advisory 17 (max motor on time exceeded during active operation) faults were found to have occurred on (B)(6) 2013. The archive also showed that a large patient/object was used onboard during compressions when the ua 17 occurred. Based on observations made in the archive, the reported complaint of multiple user advisories occurring has been confirmed, however, not on the reported event date. A definitive root cause for the observed ua faults could not be determined.